Event description:
Medtronic received information that 19 months post-implant of this bioprosthetic valve, the patient presented with severe mitral regurgitation and one leaflet was damaged, "stripped". The patient was immediately brought to the operating room for valve replacement. No further adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the leaflet was stripped away from the commissure. Therefore, the leaflet was not functioning as intended. The patient was cardiac decompensated and was brought back to the operating room for valve replacement and successfully implanted with another bioprosthetic valve. Patient is reported as doing well after the valve replacement. (B)(4).

Manufacturer narrative:
The product has not been returned for analysis, however, the return is anticipated. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the right non-coronary and non-coronary left stent posts appeared slightly distorted; inward. All leaflets were slightly stiff but flexible. A section of the non-coronary cusp appeared to have been removed during explant. The edges appeared jagged showing evidence of a tear. An abrasion in the belly of the right cusp appeared to be due to contact with the overlap along the outflow rail. A large tear observed in the right cusp along the right non-coronary commissure appeared to be associated with bias wear but may have increased in size during explant. Thinning or abrasions in the tissue along the free margin and lunula of the right cusp adjacent to the tear appeared to be associated with bias wear on the outflow rail. There was no evidence of host tissue or mineralization that may have contributed to the tear. There was no evidence of manufacturing defects that may have contributed to the tear as observed by two manufacturing engineers. The non-coronary left and left right commissures were intact. A large tear was observed in the right non-coronary commissure. Traces of pannus remained attached to the sewing ring on the inflow and outflow. An unknown amount of pannus appeared to have been removed during explant. Radiography showed no evidence of mineralization in the valve. Conclusion: a review of the device history record (DHR) was performed for this valve. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. Based on the received information and the returned product analysis, the reported regurgitation is most likely due to the cuspal tear/abrasion. The leaflet contacting with the bias cloth could be the potential cause of the tear. Cuspal tear due to contacting with bias cloth is a known potential risk. (B)(6).